Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part # 03.632.036, supplier lot # h096344. Release to warehouse date: 24-oct-2016 expiration date: na supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that both items have a broken tip. Issue found during inspection of set. This complaint involves 2 devices. (B)(4).

Manufacturer narrative:
A product development investigation was performed. The returned matrix holding sleeves (03.632.036) were examined and one threaded tip was found to be peeling but intact (lot 9959562) while the other was broken and missing a segment (lot h096344). A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ mis (j9700-d). Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. Relevant drawings for the returned matrix holding sleeves ¿ long (03.632.036) were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Design change order (dco) and corrective and preventative action (april 2011) were implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instruments were manufactured after the implementation of these changes (mfg jun-2016/oct-2016). The threaded tips' inner diameters were measured using a pin gauge for both devices and found to be within the specification. For the device with the broken tip (lot h096344) the length of the threaded tip is 5.63 +/-0.05mm and the returned tip was measured at 5.18mm. As such the broken segment which was not returned is approximately 0.5mm long by 6.5mm in diameter. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. No functional test was possible due to post-manufacturing damage. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.